Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass procedure, the device anvil broke at the base of the shaft being passed through patient muscle tissue. Stapler then became un-useable. To resolve the issue the device was removed from the patient and used another device in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.